Event description:
Harmonic ace scalpel handpiece coming apart while performing laparoscopic procedure. Healthcare provider had to call for second handpiece. Second harmonic ace scalpel did the same thing, white plastic part of scalpel mouth coming off. Healthcare provider called for third handpiece.